Event description:
It was initially reported by the company representative: "the customer advised that the wheel was broken and not functioning correctly, and required replacement. Carino was found with the rear castor fallen/broken off. Carino was out of service and may have been taken off by the maintenance staff. There were no injuries reported and no pt involvement as the maintenance staff at the facility had noticed there was a problem and had taken the equipment out of service." Reference MFR#: 9611530-2013-00096.